Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having severe headaches a week after the implantable neurostimulator (ins) was replaced in (B)(6) 2014. The patient was seeing the healthcare provider (hcp) for headaches. The patient asked if they could have an MRI of the pelvis and back for multiple things. The MRI was somewhat related to the stimulator therapy. The ins was replaced in (B)(6) 2014 due to normal battery depletion. The MRI for the tumor in the adrenal gland which started for several years, and before the stimulator implant. The patient reported three months later that the she discussed her concerns with the device causing her problems such as headaches and other issues, and ¿he¿ is not doing anything to help her with it. The patient would now like the device removed. The patient has tried to get a company representative appointment through the hcp but that has not happened. The patient was just going downhill. The patient has been declared permanently disabled; she cannot use her arms and hands to hold a hose to water her yard. The patient was also getting pain at the implant site. All of these problems were never there before they made the change in the ins model. The leads were not replaced when the patient had the ins battery replacement. It was noted that the patient did not give permission to change the model at replacement, she wishes she had her old device. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturing representative reported that the patient complained of a head to the doctor in (B)(6) 2014. It was believed that this was prior to the battery replacement. In (B)(6) 2015 the patient went to the ER complaining of migraines and had a CT scan done of her head. The CT scan was negative. The patient was instructed to follow up with a neurologist. It was discovered that the headache portion of the patient's condition was not covered under "bwc" it was directed to the medicaid part of her insurance since the headache was not part of the patient's injury. There was nothing else in the documentation as far as neurology follow up or other diagnostic tests that were known. The patient saw their pain management doctor and did not mention any headaches at that time. Relevant medical history includes non-malignant pain